Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
A piece of the screwdriver broke while tightening the glenosphere.